Event description:
Customer called on (B)(6) 2011 reporting of erroneously high immage immunochemistry system rheumatoid factor (rf) reagent results for 3 different patients over a period of 2 days. Customer mentioned that the rf patient results were above the cut off value of 20 iu/ml even though the qc results were within established ranges. This report is for the event which occurred on (B)(6) 2011. Please see medwatch #2050012-2012-00010 for the event which happened on (B)(6) 2011. Customer reported the result out of the lab which was questioned by the physician. No change to patient treatment was initiated due to the erroneous result generated and service was not requested as a result of this incident. Service was not requested for this event but customer was sent a different reagent lot number.